Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was unknown at the time of the incident and the current was 52 mg/dl. The customer does not allege the insulin pump was over delivery. The customer had using the insulin pump system within 48 hours of the reported low blood glucose. The customer was not admitted into the hospital as result of the low blood glucose. The drive support cap was normal. The customer treated low blood glucose with food. Troubleshooting was performed. The insulin pump and the reservoir will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08750 inches. No possible over/under delivery anomaly noted. (B)(4).